Event description:
It was reported that a catheter issue occurred. The patient had high tone and a high dose of medication and based on that the catheter was replaced. The location of the catheter issue was unknown. Patient symptoms included increased spasticity. It was noted that actions required as a result of the event consisted of the explant, replacement and reprogramming. In terms of if any diagnostic testing or troubleshooting had been performed, a baclofen assay level was sent but the results were not yet back as of the report date. When the catheter was explanted and intentionally cut intraoperatively, brisk retrograde flow of csf (cerebrospinal fluid) from the spinal segment catheter was visualized. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen 3000mcg/ml at 757mcg/day. It was later reported that the patient never had a baclofen assay level drawn. The patient was currently getting effective therapy since her pump and catheter were replacement. The device system was later returned. Upon return paperwork it was noted ¿pump eol (end of life) for disposal only¿.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis found moisture drops on the bottom side of the inner cover, pumphead and motor compartments. Analysis found corrosion on gear wheel 3. Analysis found moisture drops on the top side and bottomside of the pumphead. Analysis of the catheter serial number (B)(4) found catheter sc connector had non-significant indent is seal and did not affect infusion. Analysis found non-significant indent down in the cup of the sc connector. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.